Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketone level was small. Infusion set site was changed and manual injections were administered to address bg. Contact was driving the customer to the emergency room. Pump system check was performed and pump was found to be functioning as expected. Contact declined to remove the infusion set site at the time of the report. Contact declined tandem technical support's offer to follow up. Reportedly, contact discussed event with a clinical diabetes specialist.